Manufacturer narrative:
The insulin pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. The pump passed the displacement test, active current measurement and self test. However, the pump failed the sleep current measurement due to a problem isolated to (B)(4). (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a low battery alarm. Customer stated they did not received replaced battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.